Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR product was received on 1/10/2026. It was determined this complaint is not reportable per corpft-140202

Manufacturer narrative:
(B)(4). 3004753838-2025-339900 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.